Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the fast fix 360 failed to cycle, also the knot had been tightened down, the tip of the t1 was missing and the actuator was stuck at the tip of the needle. The needle assembly was severely bent. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened down. The tip of the t1 is missing. The actuator is stuck at the tip of the needle. The needle assembly is severely bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of fast-fix 360 assembly process, found the assembler must check that the end of the tail (t1) is properly melted. Sharp edges, discoloration, and frayed sutures are not acceptable. The root cause for missing component of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. The root cause for the other failures has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings, conlusions & component code).